Event description:
Additional information received advised that the ipg was electively replaced. Reportedly, there were no allegations of defiency against the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced for an unknown reason. No further information has been provided. Device information for the ipg is unknown at this time. Additional devices may be added at a later date based on available information.